Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-01035 it was reported that post implant procedure when the patient was in the recovery room, it was observed that electrocardiogram displayed by the programmer was inconsistent with the ECG. The right atrial (ra) lead and right ventricle (rv) lead had become dislodged. The helix on both the leads could not be rotated during revision procedure, the leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: this report is to retract 2017865-2021-01034 submitted on 22 mar 2021. This report was erroneously submitted. This device is an investigation device exemption product and is no reportable.

Manufacturer narrative:
Previous retraction was submitted in error, 2017865-2021-01034, follow up 2 does not need to be retracted.